Event description:
It was reported to covidien on 1/2/2009 that a customer had an issue with a wet skin scrub kit. The customer stated that the sponge stick used to prep the inside of the vagina is coming off the stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.